Event description:
It was reported that the patient had a loss of therapeutic effect. The patient states she does have another bladder infection which seems to make incontinence worse. The patient reports bladder infection began a week ago. The patient reports problem with incontinence started a week ago. Been on antibiotics for one week. The patient reports she thinks mornings are really bad. The patient wanted to know if she had to wear the programmer and antenna all the time. This morning ¿gone¿ to the restroom about 8 times and that doesn¿t sound right.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0fmya, implanted: (B)(6) 2014, product type: lead. (B)(4).